Event description:
It was reported that the patient presented to the emergency room with chest pain. An echo was performed, and no effusion was observed. A computed tomography scan (CT) was also performed, and no perforation was noted. The physician elected to remove the right ventricular leadless pacemaker (vlp) and implant a new lp in a different location. The patient was in stable condition.